Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of product to manufacturer.

Event description:
It was reported that during a surgical procedure, that inner pack of the blade was sealed with the outer pack and blade would not drop down into the sterile field. It was also reported that there was no delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for packaging sterility issue, was not confirmed as the product was not received for evaluation. Without the product, the root cause cannot be determined. Device not received by manufacturer.

Event description:
It was reported that during a surgical procedure, that inner pack of the blade was sealed with the outer pack and blade would not drop down into the sterile field. It was also reported that there was no delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.